Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic fatigue patient presented in-clinic for follow-up. Device was found to be in backup vvi reset mode. A device download was performed successfully. Device remains implanted.